Manufacturer narrative:
On (B)(6) 2016, the customer stated that they tested a new sample from the same patient for amyl2 on a c701 analyzer. This sample resulted with an amyl2 value of 585 u/l and the general practitioner was aware of this result. The result was said to be implausibly high. Last year, the patient was sent to the hospital where they found only physiological amyl2 values, but the patient did not show any signs of pancreatitis or illness. The patient was not adversely affected. The c701 analyzer serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. The high amyl2 result obtained by the customer could be reproduced and is considered to be correct. No turbidity was found in the patient sample, meaning that there is no unspecific interference caused by precipitation. The lipase value of the sample was found to be normal, indicating no inflammation of pancreatic cells. Gammopathy could also be excluded in the sample. All drugs the patient was taking are low dose drugs, so it is highly improbable that a drug interference is the root cause of the issue. The most likely root cause for the high amyl2 result is assumed to be measurement of macro-amylase.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for a- amylase eps ver.2 (amyl2). Erroneous results were reported outside of the laboratory. The treating physician indicated that this patient undergoes routine blood tests regularly. In august 2014 the initial amyl2 result was 681 u/l. This result was reported outside of the laboratory. The repeat result from an external laboratory was 36 u/l. On (B)(6) 2015 the initial amyl2 result was 656 u/l. This result was reported outside of the laboratory. The repeat result from an external laboratory was 42 u/l. On (B)(6) 2015 the initial amyl2 result was 568 u/l and the patient was sent to the hospital. The patient was tested at the hospital with an amylase result of approximately 50 u/l and released. The (B)(6) 2015 sample was repeated in the customer's laboratory with an amyl2 result of 560 u/l. No adverse event occurred. The patient is in good condition. The amyl2 reagent lot was 611180 with an expiration date of 02/2016. Calibration and quality controls were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A reagent issue can be excluded.